Manufacturer narrative:
This device is reported to be available for analysis but has not been documented as received at the time of this report. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 6/7f mynxcontrol vascular closure device (vcd) was ruptured. There was no reported patient injury. The device is being returned for evaluation.

Manufacturer narrative:
This device has been received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 6/7f mynxcontrol vascular closure device (vcd) was ruptured. The procedure was completed using manual compression. There was no reported patient injury. The user is mynx certified. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was moderate vessel tortuosity and moderate presence of pvd / calcium in the vicinity of the puncture site. The device was stored and prepped as per the IFU. There was no device or package damaged noted prior to use. The device is being returned for evaluation.

Manufacturer narrative:
As reported, the balloon of a 6/7f mynxcontrol vascular closure device (vcd) was ruptured. The procedure was completed using manual compression. There was no reported patient injury. The user is mynx certified. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was moderate vessel tortuosity and moderate presence of pvd / calcium in the vicinity of the puncture site. The device was stored and prepped as per the IFU. There was no device or package damaged noted prior to use. One non-sterile 6/7f mynx control vascular closure device was returned for investigation. Visual inspection of the device showed that button 1 was not depressed and button 2 not depressed. The stopcock was found open with a cordis mynx syringe attached to the unit. The sealant was present in its manufactured position fully covered per the sealant sleeves. In regards of the sealant sleeves conditions no abnormal conditions were observed. No catheter sheath introducer (csi) was returned inserted on the device. The balloon was noted deflated, and the core wire was present. No additional anomalies were observed during this analysis. The inflation/deflation analysis could not be performed due to balloon loss of pressure observed during the attempted inflation/deflation test. A high magnification microscopic evaluation was executed to evaluate the balloon. During this analysis, the presence of a longitudinal tear in the balloon was observed. The reported ¿balloon balloon loss of pressure¿ was observed during analysis of the returned device as a longitudinal tear was observed on the balloon. The exact cause of the reported event could not be conclusively determined. This type of tear is typically observed when the balloon comes into contact with calcification and/or other procedural devices (such as a damaged procedural sheath, stent or vascular graft). Vessel characteristics, such as the calcium reported, may have contributed to the reported event. As per the instructions for use (IFU), the safety and effectiveness of the mynx control has not been established in patients with small femoral arteries (less than 5mm), or patients with clinically significant peripheral vascular disease in the vicinity of the puncture according to the instructions for use, which is not intended as a mitigation of risk, users are instructed not to use the device if the balloon does not maintain pressure. The product analysis does not suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.